Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated dexcom g7 replace sensor alerts and subsequent lack of sensor readings with the ilet, with alarm history showing high glucose alerts and multiple sensor reconnecting events; customer care guided toggling cgm settings in the ilet menu and restarting the g7, which initiated a sensor warmup, and the user continued using mdis while the sensor was offline. Symptoms included feeling well despite hyperglycemia. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and user education to confirm sensor start, code entry, connection status, and ilet cgm configuration. Investigation of this case revealed an unclear cause of intermittent cgm connectivity and hyperglycemia without device alarms, with no confirmed device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.